Event description:
A surgeon reported that during 5 vitrectomy surgeries, the vitrectomy probe failed to cut. Per the surgeon, the vitrectomy probe started at 2500 cuts per minute (cpm), but stopped cutting when pedal was depressed for a cut rate of 2200 cpm. It did not start cutting again until the cpm was at approx 1800 cpm. The pts did not experience any harm. There was no significant delay during the surgery. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).